Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the emboshield nav6 filtration element encountered resistance with the sheath during advancement. The emboshield nav6 did not exit the sheath. The sheath and emboshield nav6 were removed together at the same time. The filter basket may have separated from the nav6 barewire inside the sheath. The filter basket remained inside the sheath and was removed with the sheath. There was no other filtration device used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.